Event description:
It was reported that a pump experienced a system error 322. The system error occurred during a vasoactive infusion.

Manufacturer narrative:
(B)(4). Sigma was unaware of this incident prior to the receipt of the medwatch (B)(4). The device was not returned to sigma for evaluation and hence an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.